Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: according to the black box, a 'no cartridge detected' warning was recorded on the day of the event. However, it was observed that a 'empty cartridge' warning preceeded the "no cartridge detected" warning. It was likely that the cartridge was not detected because the user did not replace the empty cartridge. During testing the pump powered on normally and was primed successfully. Investigation confirmed the force sensor was within calibration. The pump was opened and no damage was found to the force sensor circuit or power circuit. No malfunction/defect was found to support the complaint of a load step malfunction; use error was determined to be the cause of the "no cartridge detected" warning.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump did not recognize the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.